Event description:
It was reported that balloon rupture occurred. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured in the calcified lesion. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured in the calcified lesion. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (calcification) were met which resulted in the reported event of balloon rupture. This conclusion code is based on the available information and the review conducted at the boston scientific site. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.